Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to product performance anomaly. Additional information indicated that this lead had a damaged electrode end. The manitol tip was not properly covering the helix prior to implanting. This ra lead was never in service. No adverse patient effects were reported.